Manufacturer narrative:
(B)(4).

Event description:
It was reported during a lead replacement procedure for the right ventricular lead, the atrial lead was capped and replaced as the lead had chronical high capture thresholds. The replacement was done with no issues. The patient condition was stable before, during, and after the procedure. The patient will continue to be monitored.